Event description:
It was reported that the insulin pump alarmed no delivery and the customer was experiencing high blood glucose. Troubleshooting was performed. The self and prime tests passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.